Manufacturer narrative:
It was reported that the patient has an infection. It was also reported that the patient has tibial implant loosening. A revision surgery is planned to exchange the poly inserts and the tibial tray. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has an infection. It was also reported that the patient has tibial implant loosening. A revision surgery is planned to exchange the poly inserts and the tibial tray.